Event description:
The surgeon reported that during insertion of the crystalens in the right eye, he tore the pt's capsular bag with the haptic from the crystalens. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. The crystalens was replaced with another iol in the sulcus and sutures were placed to close the wound. Pt is doing fine.

Manufacturer narrative:
The device has not been returned for eval. The device history record was reviewed and there are no discrepancies or unusual finding that relate to the reported issue.